Manufacturer narrative:
A visual and functionl evaluation was conducted at the customer location. It was confirmed the track frame would not remain extended if pressure was applied to it. The exising gas spring was replaced and confirmed to have resolved the issue. The chair was returned to service.

Event description:
During evacuation of the medical center, the evacuation chair was utilized to move a patient down the stairs. The tracks of the chair did not remain locked in place and allegedly began to fold during the transport. The operators were able to stabilize the chair and the patient was not injured. An operator did allege a back injury as a result; however, no medical treatment was sought and the operator was placed on light duty assignment.

Event description:
During evacuation of the medical center, the evacuation chair was utilized to move a patient down the stairs. The tracks of the chair did not remain locked in place and allegedly began to fold during the transport . The operators were able to stabilize the chair and the patient was not injured. An operator did allege a back injury as a result; however, no medical treatment was sought and the operator was placed on light duty assignment.